Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Time of symptoms/ae: during vessel closure. Symptoms/ae: surgical removal. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a heavily calcified femoral artery after a right coronary angioplasty procedure. Reportedly, the device was placed in the arteriotomy without difficulty, however, no suture was retrieved and an anterior cuff miss occurred. The physician attempted to remove the device, but it became stuck in the artery. The device was removed by surgery. There were no reported patient sequelae.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.